Manufacturer narrative:
A ge service representative performed an on site investigation. The memory board and the software upgrade were installed during the service call.

Event description:
The customer reported that the 9600 system would not boot up. No pt injury was reported.